Manufacturer narrative:
The agent indicated that he was not able to ask the questions for these sections as customer was not willing to cooperate. It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The agent indicated that he was not able to ask the questions for these sections as customer was not willing to cooperate. It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter alleged obtaining the results of 260 mg/dl and 120 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.